Manufacturer narrative:
This is a follow-up submission to add a confirmed part number. The initial submission, 1220246-2021-02861 did not have a part number. The new part number is ar-9561-25p.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported through the surgical outcome system that a patient experienced an infection after undergoing a shoulder arthroplasty procedure causing the need for implant removal.